Event description:
It was reported that during a pulmonary vein isolation, a faradrive steerable sheath (clear) was selected for use. During procedure, after inserting the sheath and catheter into the body, a large amount of air was drawn in during the initial aspiration. The device was replaced, and procedure was completed without patient complications reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation a faradrive steerable sheath (clear) was selected for use. During procedure, after inserting the sheath and catheter into the body, a large amount of air was drawn in during the initial aspiration. The catheter was replaced and procedure was completed without patient complications reported. The device was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted a kink on the shaft of the sheath towards the distal tip. Microscopic inspection of the hemostatic valve identified a tear in both the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. The reported air ingress event was confirmed.